Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: device not yet returned; evaluation on-going.

Event description:
It was reported by the healthcare professional to the company sales representative "after opening the package, it was found the needle and suture were separated. The product was not used on patient." The needle had been detached prior to use.

Manufacturer narrative:
There is a previous complaint of this code batch for the same issue that was closed as not confirmed after the analysis. We manufactured and distributed in the market (B)(4)units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received and open and unused sample with the needle detached from the thread and the thread is still wound on the pack. The thread was introduced deeply enough in the needle as can be seen in the enclosed picture. However, without closed samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment results before releasing the product were 0.45 kgf in average and 0.31 kgf in minimum and fulfilled the requirements of the european pharmacopoeia: 0.23 kgf in average and 0.11 kgf in minimum. In spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.